Event description:
During an endoscopic nasal biliary drainage (enbd) procedure, performed in 2009, the physician placed a cook endoscopy nasal biliary drainage set. The drainage catheter was positioned in the right hepatic duct bifurcation with the catheter pigtail tip not looped. Four days later, the patient underwent gallbladder surgery. During the surgery, the catheter tip was found to be penetrating the right intrahepatic bile duct. The surgeon cut the tip from the drainage catheter and repositioned the catheter inside the intrahepatic bile duct. The information provided indicated a perforation of the right intrahepatic bile duct wall by the drainage catheter had occurred. However, nine days later, a contrast image was taken and no leakage was observed from the right intrahepatic bile duct. The tip of the drainage catheter was cut and removed before the catheter was repositioned by the surgeon. Other than reposition of the drainage catheter during gallbladder removal surgery, no additional procedures were required. The information provided indicated the patient experienced adverse effects due to this occurrence, but the nature and details of the adverse effects could not be provided.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. There have been no other similar occurrences. Therefore, this report represents and isolated occurrence. Based on this percentage, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The initial reporter could not specify if fluoroscopic viewing was utilized to confirm drainage catheter placement. The user is directed to fluoroscopically confirm that the drainage catheter and wire guide remain positioned in the biliary duct before slowly removing the wire guide in small increments and maintaining position of the drainage catheter. If fluoroscopic viewing was not utilized, this could have contributed to the reported occurrence of change in drainage catheter position. Trauma to the bile duct is listed in the instructions for use as a potential complication that is associated with nasal biliary drainage. Perforation is listed in the instructions for use as a potential complication associated with this type of procedure. Prior to distribution, all nasal biliary drainage catheters are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.